Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that the device had been locked out of pyxis even though the password was correct. The customer stated that the issue was resolved. The system functioned as intended after the customer resolved the issue. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the station was locked out of pyxis despite entering the correct password. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.